Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease pathology impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted eight years, 11 months, underwent valve-in-valve procedure due to aortic stenosis. A 23mm transcatheter valve was implanted inside the 23mm valve with good result. Patient left procedure in stable condition. There was no surgical valve malfunction.

Event description:
It was reported surgical valve did not malfunction.

Manufacturer narrative:
The cause of the event remains indeterminable.

Event description:
Transthoracic echocardiography showed no aortic insufficiency. There were no immediate complications. Patient left procedure in stable condition. Patient was discharged on post-operative day two.

Manufacturer narrative:
Reference CAPA-20-00141.